Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was 200mmh2o. The valve was visually inspected, the silicone housing was cut/torn this confirmed the complaint. This is probably due to a sharp or pointed object coming into contact with the silicone housing during manipulation but this could not be determined. Review of the history device records confirmed the valve product code na9008, with lot ctgcgc, conformed to the specifications when released to stock on the 24th june 2015. The root cause of the tear/cut in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing, but this could not be determined. As noted in the IFU silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Gtin: not available. Upon completion of the investigation, a follow up report will be filed.

Event description:
The device was implanted via l-l shunt to a (B)(6) female on (B)(6) 2015. The initial setting pressure is unknown. In (B)(6) 2015, subcutaneous csf retention was noted. The device was found broken through contrast radiography on (B)(6) 2016, and was replaced on (B)(6) 2016. The connection part between the valve and the sg was confirmed to be torn. The patient's condition is good after the revision.